Manufacturer narrative:
(B)(4). The proximal end of the rv shock coil was overlapping and separated 1.3cm from its original position. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented during the implant. Coil separation was observed after the lead was inserted into the catheter. The lead was replaced successfully.